Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. During evaluation handpiece didn't overheat during testing. Handpiece failed specs due to chuck system damage. Not holding bur. Bur walkout during cutting also. Evaluated turbine and no signs of wear or damage.

Event description:
It was reported that a midwest e 1:5 ca overheated during use; no injury resulted.